Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11j. Retainer ring= (black). On (B)(6) 2021 customer called in: cracked from battery compartment over backside of pump. No further concerns were recorded. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked case(battery tube) and cracked battery tube threads. Customer concerns were confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads were noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.